Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) contacted the customer on 01-april-2016 via phone call and found that customer is using white racks with barcode on it. Customer covered barcode to fix issue. Fse noted "all ok _ no service needed". The most probable cause of the reported event was customer using white racks with barcode on it.

Event description:
On (B)(6) 2016 the customer reported barcode read issues, always position #2 in the rack, with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.